Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n281308001, implanted: (B)(6) 2012, product type catheter. (B)(4). Evaluation summary: analysis of the catheter revealed ¿no significant anomaly ¿ acceptable catheter testing.¿

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (500 mcg/ml at 3.1 mcg/day) via an implanted pump. The indication for use was multiple sclerosis and intractable spasticity. On (B)(6) 2015, it was reported that several months ago, the patient had symptom return. It was believed by this reporter than an x-ray had assisted in the diagnosis for a catheter revision/replacement. During the procedure on (B)(6) 2015, the pump and catheter were replaced; a partial explant of the prior catheter was done. It was noted ¿does not look like we have the catheter tip.¿ the issue was resolved. The patient was sent to recovery in satisfactory condition. The patient status was reported as ¿alive-no injury.¿ the patient¿s pertinent medical history/concomitant medications, the date of the symptom return, and the reason for the pump replacement were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.